Event description:
Boston scientific neurovascular became aware of an event in which 5 matrix2 360 degrees coils were placed into the aneurysm, the location of which was at the m2 segment. There appeared to be some compartmentalization with these devices. The physician decided to replace a matrix2 360 degree soft sr coil because the coil was a soft one and there was the possibility that it may have deflected into the uncoiled portion of the aneurysm. A number of loops indeed did this; however, at some point the physician reported that the coil may had become knotted, and/or caught on one of the coils, which had been placed. Under what appeared to be slight tension, the coil stretched and detached; this could not be noticed under angiography. After a portion of the coil was removed, a segment could still be seen in the middle cerebral artery (mca). It was then decided that the treatment be stopped, the pt woke up, and neurological function assessed; the pt seemed to have a slight deficit. A balloon was used as an adjunctive, and the physician stated that the deficit could be down to the balloon being inflated and was not uncommon. It was speculated that this problem would rectify itself within 24 hours. The pt was reassessed the next morning and the physician was pleased with the pt's progress.